Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588, implantable pacing lead, (B)(6) 2012; 693565, implantable tachy lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It was further reported that both the left ventricular (lv) lead and the right ventricular (rv) lead had high thresholds. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.